Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Trace ketones were also present. As treatment, a new pod was applied and a bolus was delivered.

Manufacturer narrative:
A kink was observed to the soft cannula. It cannot be determined when this damage occurred. Data could not be downloaded from the device. The pcb was connected to an external power supply, and it still failed to connect to the master pdm. The device experienced a total data loss. The pcb was observed to be damaged. It cannot be conclusively determined if this resulted in the total data loss.